Event description:
It was reported that (1) al326 was used during an unknown procedure. It was reported by the rep that the clips would fire out of the jaws of the clip applier, but would not remain securely closed around the vessel. The instrument was set aside and another clip applier was used to complete the case. Extended or time by five minutes.